Event description:
The consumer called to report that a heating pad that she owned had allegedly caught on fire. She stated that this heating pad caused red marks on her forearms, damage to a bed sheet, and also had a burn hole in the product itself. There was no adverse event reported, and medical attention was not required. Incidents of this nature are most likely caused by the consumer laying or leaning against the pad which is contrary to proper use instruction. The product has a clear warning that states the product is intended for use on top of the body, and consumers should not sit against or lay on top of the heating pad. The instructions also have a warning to never place the pad between yourself and a chair, sofa, bed, or pillow.